Manufacturer narrative:
(B)(4). Batch # m90g8y. The er320 device was returned for analysis and upon inspection the jaws were found to be yielded. In addition, a bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. No multiple feed incidents occurred during the evaluation. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an laparoscopic cholecystectomy procedure, the surgeon went to deploy a clip and before he even closed the device, multiple clips fed into the jaws and slipped out of the device. The surgeon retrieved the three clips that fell into the patient's abdomen. A cholangiogram was not done on the procedure. The device was not from a surgical kit. Case completed with another device of the same product code. There were no patient consequences reported.